Event description:
Bsc received info that this lead was removed approximately 1 month after surgery due to infection. The lead was later reimplanted once the infection cleared. No lead performance allegations were reported.